Event description:
It was reported that the pwd called in with cds. Pwd stated being trained yesterday and, after returning home, received several line blocked alarms. During device evaluations, a bent cannula and occlusion were identified. There was patient involvement, but no harm reported.

Manufacturer narrative:
H3:)three used products were received for evaluation. Only received 2 applicators and two adhesive pad cannulas. In attempts to replicate clinical use each tubing was connected to a 100ml cassette filled with red dye inserted into a cadd solis pump. Each set was attempted to be primed with 10 ml. Flow was successfully established throughout sample 1 and 3. When the adhesive pad cannulas were attached an occlusion alarm was returned. When the bent cannulas were straightened the alarm cleared. An occlusion alarm was returned on sample 2. Fluid was observed not to make it throughout the set. In attempts to identify the source of the occlusion a syringe with red dye was used to push fluid into sample 2. Fluid was observed to not make it into the male connector. The connector was cut off; fluid was observed to make it through the tubing. The male connector was inspected; no occlusion sources were observed.the customer complaint was confirmed and the probable causes on samples 1 and 3 is due to a bent canula. The probable cause of the bent canula and the occlusion in sample 2 is unknown.